Event description:
It was reported that the patient right ventricle (rv) exhibited lead noise. The rv lead was capped and replaced on (B)(6) 2025. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the presented to clinic for follow up and the right ventricle (rv) lead exhibited noise oversensing that led to pacing inhibition.